Event description:
It was reported that the device had dim segment display issue. There was no patient involvement.

Manufacturer narrative:
Correction : imdrf annex a,b, and g grid, additional information :- manufacturer narrative chr, DHR, shr a review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 22feb2019. The review was performed from the date of manufacture to the present date 19apr2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
Report source: date received by manufacturer used for date of event. Device evaluated by bd service and not returned to manufacturing facility for evaluation.

Event description:
It was reported that the device had dim segment display issue. There was no patient involvement.